Event description:
It was reported that: "when the circulating nurse opened the outer packing of the 50 mm shell, the inner packaging opened as well and the implant fell unto the floor."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info or device becomes available, the eval summary will be submitted in a supplemental report.